Manufacturer narrative:
This product is not sold in the u.s.

Event description:
Based on the info provided pt had iskd device implanted four years ago, in (B)(6) 2015 the pt suffered trauma due to refrigerator falling on the pt's leg and breaking the iskd implant. Revision surgery was performed.